Manufacturer narrative:
(B)(4). One opened package was returned for evaluation. Two used pieces of suture with residual blood and tissue remains present were examined under a microscope. The needled segment was 7cm long and was cut with a small lip that subsequently broke. The non-needled segment was cut at one end and cut at the other end with a small lip that appeared broken. This suggested that the suture had been nicked with a sharp blade, such as a scalpel, and subsequently broke. The device information for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lipectomy surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.